Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, the color of the indicator window of a 5f exoseal vascular closure device (vcd) did not change, even though the 5f non-cordis sheath and exoseal were pulled back completed. The exoseal and vascular sheath introducer were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The physician achieved certification on the use of exoseal and has used the exoseal ten times per month prior to this procedure. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The physician pulled back the non-cordis sheath and the exoseal after the indicator wire deployed and stared while pulling and after stopping pulsatile flow. One non-sterile vascular closure device - 5f was received for analysis. Upon visual inspection, the deployment lever on the device was pressed, and the plug was not present on the delivery shaft, which had dry blood residues and a retracted indicator wire. The indicator window was in the white/black/red position, and the cowling guard was locked. A kinked/bent condition was noted on the delivery shaft approximately 14.5 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft. The inner and outer diameters were measured, and the measurements were taken near the damaged area. The results were found to be within specification. During review of the device, it was confirmed that the plug was deployed, and the guard was locked with the indicator wire (iw) retracted. Functional testing could not be performed since the unit was already deployed. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars were examined for potential interference, and the iw was inspected for buckling. No anomalies were found in the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. Microscopical analysis was not needed since the internal mechanism was reviewed during functional analysis. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device as it was received already deployed and it passed functional analysis by achieving all three stages of the indicator window when testing the internal mechanisms. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the device was received already deployed, and testing of the indicator window within the handle was successful. However, it is possible that procedural/handling factors contributed to the issue experienced during the procedure. It was also noted that the delivery shaft of the received unit was kinked, which could have been contributed by procedural/handling factors as well. However, as this kinked condition was not reported by the user, it is likely that this condition occurred after the procedure and was not experienced by the user. However, if it was experienced by the user, this damage could contribute to issues changing to indicator window. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the color of the indicator window of a 5f exoseal vascular closure device (vcd) did not change, even though the 5f non-cordis sheath and exoseal were pulled back completed. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no reported patient injury. The physician achieved certification on the use of exoseal and has used the exoseal ten times per month prior to this procedure. The exoseal was prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. A retrograde approach was used. This was an interventional procedure. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. The physician pulled back the non-cordis sheath and the exoseal after the indicator wire deployed and stared while pulling and after stopping pulsatile flow. The product will be returned for analysis.